Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, g3, g6, h2, h3, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item/s and no additional similar complaints for the reported part and lot combination/s. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).: d10: item # 110031013, vivacit-e dm bearing 28x46mm, lot # 65931637 item # 11-301310, arcos con sz a hi 50mm, lot # 66018886 item # 11-301015, arcos sts dist stem 15x250mm, lot # 695960 item # 110024465, vivacit-e dm bearing 28x46mm, lot # 66036116 item # 110010267, g7 osseoti multihole 58mm g, lot # 66195456 item # 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, lot # j7520783 item # 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, lot # j7728764 item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7709996 item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7426212 item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7698880 item # 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length, lot # 65624267 item # 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # j7736903. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent hip revision nearly two months post implantation due to unknown reasons. Attempts have been made and no further information has been provided.